Manufacturer narrative:
The referenced scope was returned for repair. The evaluation confirmed the customer reported issue; due to the disconnection /short circuit of the image sensor cable, there is a loss of image. Additionally, the scope failed the leak test due to a damaged/crushed distal tip cover and also damage to the light guide cover glass. The adhesive at the distal objective lens is peeled off. The insulation test for the insertion tube failed. The bending section cover adhesive is peeling off. There are scratches on the universal cord. The video connector is broken/cracked and has deformation/indentation at the tip near the video contacts. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus (osh) field service engineer was informed that the customer endoeye flex deflectable videoscope has ¿no image¿ which was found during an unspecified event. No death, injury or harm was reported to olympus. The scope will be returned for repair.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of image sensor unit or failure of internal board of video connector unit or the system. Olympus will continue to monitor field performance for this device.